Event description:
Customer reported that insulin is squirting out during the manual prime.customer stated they are unable to exit the preparing to prime loop.it was ensured the customer is disconnected; he was advised to hold down the act button until a 2nd series of beeps occur and/or numbers appear on the display; customer did not receive a 2nd series of beeps or numbers on the screen. Blood glucose value is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Device had minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.